Manufacturer narrative:
Additional information has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number. Additional information has been requested.

Event description:
Patient was implanted with the curved locking compression plate at a different hospital by a different surgeon. Original surgery - periprosthetic hip fracture fixation. At 3 months status post, plate broke and non-union was noted. Plate was removed on (B)(6) 2011. Surgeon revised patient to femoral struts and cables.